Event description:
When the PICC was being removed it broke. No further information at this time. Incident questionnaire states: excessive pressure used to remove "stuck" PICC - possible fibrin sheath. Thirteen cm of catheter embolized, lodged in right pulmonary artery. Catheter was retrieved. No adverse problems from procedure.

Manufacturer narrative:
The complaint of a break was confirmed. The initial complaint indicated that the PICC broke as it was being removed. The incident questionnaire that was returned with the complaint sample indicated that "excessive pressure (was ) used to remove 'stuck' PICC - possible fibrin sheath." The catheter broke at the 13cm depth mark and the distal segment was not returned for evaluation. The questionnaire indicated that the distal catheter segment lodged in the right pulmonary artery. The distal end of the returned catheter segment exhibited multiple cracks within the lumen. The cracks may have been caused when the lumen was stretched. It appears that the silicone tubing embrittled within the lumen because the cracks were not found on the external surface of the catheter. The embrittlement may have been caused by certain infusates that were flushed through the catheter. The infusates used in the groshong PICC are unknown. No other catheter breaks have exhibited the same cracking that was found within the lumen.